Event description:
Reportedly, the instrument was fired but the tissue could not be cut completely. When the instrument was removed from the cavity, the anastomosis broke. It was also reported that the anvil did not tilt. A new instrument was applied and fired. Then that device could not be removed from the cavity, and the tissue was not stapled completely. The anvil was discarded. See also uss reference #200404-0357 which was reported under asr exemption #e2001015.